Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 03/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2016 with the following findings: a review of the pump¿s black box did not reveal any evidence of pump reboots. The battery compartment was found to be cracked on the side from the threads down to the case seal. The returned battery cap¿s threads were damaged and the cap was unable to fit to maintain an electrical connection. A test ca was used for the investigation. There was moisture corrosion observed inside the battery canister. A leak test failed due to a battery compartment leak. The ez-prime steps were performed correctly with no further power interruptions. The pump¿s cover was removed and there was no further moisture ingress or intermittent condition found to the printed circuit board.